Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl). Food was consumed to stabilize bg levels. Reportedly, customer attributed low bg to the pump settings and therefore declined troubleshooting with tandem technical support. Customer indicated they were back in their target bg range and is using an alternate pump for diabetes management.